Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to the reported difficulties include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a moderately calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, when the needle plunger was removed after deployment, the suture came out of the patient anatomy. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.